Manufacturer narrative:
Removal of foreign body and additional surgical procedure are not listed in the instructions for use. Separates is listed in the instructions for use. No product was returned to assist in our investigation. Per specification, quality control personnel perform 100% inspection, insuring correct inside and outside diameter of tubing. In addition, the material is insured to be free from surface defects, bumps, bulges and protruding coils. The final inspection, instructs, "confirm surface of sheath is free of excessive dents, bumps or scratches." Furthermore, the instructions for use (IFU), cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." With the limited information provided and without benefit of inspecting the complaint device, it is not feasible to determine a root cause with any certainty at this time. Prior similar complaints and previous risk analysis resulted in the issuance of a corrective action/preventative action for this failure mode. The CAPA led to a revised IFU issued via cr on (B)(6) 2010, which is prior to the post sterilization services date for this device; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. The effectiveness of implementing the described corrective/preventative action has been verified. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
After the procedure, while attempting to remove the sheath, the sheath uncoiled in the patient. The patient was taken to the operating room for an additional cut down in the groin. The sheath was removed with forceps. The patient did not experience any adverse effects due to this observation.